Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects adhering to the inside of the air and water supply nozzle pipe. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It was confirmed that there was foreign material adhered to the surface of the tip, objective lens, and inside of the air and water supply nozzle. The component analysis conveyed that the foreign material was organic silicone. Silicic acid and silicone originated from a chemical, not an endoscope. The user did not deviate from the instruction manual. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies verbiage with detection and prevention methods associated with reprocessing in ¿reprocessing manual chapter 3.3 precleaning and chapter 5 storage and disposal.¿ olympus will continue to monitor field performance for this device.